Manufacturer narrative:
H3:product analysis visually, under magnification, there were multiple small punctures/cuts in the mid-section of the cuff balloon adjacent to the blue trace pad when returned. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff deflated immediately. In the returned condition, there was an out of specification condition that was related to the complaint. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 & img g04134 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to thyroid tumor procedure before intubating the patient, emg tube was checked if the cuff would swell without any problems, and it was confirmed that the cuff could not be inflated. The procedure was completed with backup product. There was no patient impact.